Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). The complaint is under evaluation. A follow-up report will be provided as soon as investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): overinfusion. Pump connected to the patient on may, 3rd around 5:00pm. It was supposed to be a 46 hours infusion. Yet, when the nurses went to visit the patient on may, 5th, around 8:00am, the pump was already empty.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device has been investigated in our laboratory at b. Braun melsungen ag, melsungen, germany: we received 1 used, empty easypump ii lt 100-50-s without packaging. Weight of the sample in received condition: 61 g. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection. As-received condition the white clamp is missing, and the patient connector (lla-cone) was closed with a red combi stopper. Damages that would lead to a malfunction was not detected at the received sample. After opening the big top cap and removing of the closing cone we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector. Functional inspection: in addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore, the pump was filled up to the nominal volume (100 ml) with nacl 0.9 %. After starting the pump and waiting for 60 minutes the pump is not working (solution was not running). After these 60 minutes leakages were not detected at the sample. Summary and assessment: since the blockage of received sample was not observed on customer side but observed during investigation, the blockage of received sample is highly possible due to the drug crystallization during the shipment of the samples. Hence further investigation on fast flow rate was unable to be performed. Device history record (DHR): reviewed the DHR for batch 20k15ge261, there is no abnormality and no such defect detected at in process and at final control inspection.